Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had 2 new inss implanted the day prior to report. The morning of the report they were able to turn on the left ins, but was unable to turn on the right ins. They were seeing the data lost, internal device lost all data contact clinician screen. It was reviewed that the ins had undergone power on reset (por). They were redirected to their doctor. No patient symptoms were reported. No further complications were reported or anticipated.